Event description:
(B)(4). The device was evaluated by a maquet service technician who confirmed the reported problem and replaced the control board. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. (B)(4). Reference MFR # 8010762-2015-00682.

Event description:
It was reported that the unit turned off on its own during pt treatment. When turned back on, the values for liters/minute did not show up but the rpm was still displayed. This occurred towards the end of the procedure. (B)(4).